Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device shut down without error or alert in 2009 at 7 pm. She changed the battery and the pump functioned properly. In the next day at 5 am, her blood glucose measured 280 mg/dl and she found that the infusion device had shut down without error or alert. She switched to the backup infusion device using the battery from the primary infusion device, and she bolused to lower her blood glucose. Her normal blood glucose level is 100-160 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.